Event description:
It was reported that there was a previous event where the "safety clamp on the tubing did not engage when it was removed from the pump". The pump was removed from service and taken to biomed. This was reported to manufacturer representative on site. There was patient involvement but no harm. Although requested, customer stated no additional information is known. No devices will be sent for investigation.

Manufacturer narrative:
Omit: other occupation, report source other correction: describe event or problem, initial reporter occupation, report source additional information: initial reporter phone # and manufacturer narrative . Root cause: the root cause for the reported issue of an safety clamp did not engage was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where the safety clamp on the tubing did not engage when it was removed from the pump. There was patient involvement but no harm.